Event description:
A surgical tech initially reported a surgeon did not like the fit of the shunt and it was removed and replaced with another model shunt. He stated, there was no impact or injury to the pt. On 11/30/2010, additional info was received from the surgeon who stated the proximal end did not lay flush on scleral bed and the scleral flap could not be closed to his satisfaction. He reported the shunt did not cause or contribute to the event.

Manufacturer narrative:
Eval summary: one empty box was returned on 12/02/2010 without any product. Since no samples were returned for eval, the condition of the product could not be verified. The lot number was identified as 102822 (B)(4) and the device history record (DHR) for the lot was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's acceptance criteria. The root cause is unk. There are no reported problems with the shunt. This report is not product related. Additional info was requested via mail on 11/29/2010; via fax on 11/29/2010; and via phone on 12/01/2010 and 12/13/2010. A completed questionaire was received from the surgeon on 11/30/2010. (B)(4).